Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. On the same day as the event onset, the patient was treated prophylactically with intraperitoneal vancomycin (2g once) and intraperitoneal ceftazadime (1.5g four times per day) for peritonitis. Three days after the event onset, the patient was hospitalized for fungal peritonitis and the ceftazadime was discontinued. Treatment details of the patient, while hospitalized, were not reported. Five days after the event onset, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.